Event description:
The haptic bent as the lens was inserted into the pt's eye. The incision was enlarged and suture was needed to remove and replace the lens.

Manufacturer narrative:
See MDR 1920664-2009-00303 for the intraocular lens used with this delivery device.